Event description:
A couple of months ago, the patient developed "shocky" stimulation. All impedance reading were >10,000 ohms. During thr revision, it was noted that the lead had good placement, but the titan anchor titanium sleeve had become separated from the silicone sleeve and there appeared to be fluid inside the lead at the anchor site and a lead fracture. They replaced the lead and all impedances intra-operatively and post-operatively returned to normal with good stimulation. The patient recovered without sequela.

Manufacturer narrative:
The lead and titan anchor have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.